Event description:
Surgical intervention was required, two of the taylor spatial frame short fast fx strut adjustment indicator's dislodged from the struts post operatively. Both struts were from the same lot and both struts maintained the set/retaining screw that secures the adjustment indicator.